Event description:
For the first six months of this year, 77 mattresses have been identified by the field training specialist for the vendor and shared with pdl [procurement and distribution logistics] for unexpected wear while under warranty. 66 of those revealing fluid intrusion.